Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) safety disks were received into our warehouse as new stock from getinge. Some of the stock were issued to technician. When the three boxes containing the issued safety disks were opened by the technician, he observed that the serial number on the safety disks did not match the serial numbers on the boxes. Upon investigation we also found another unit still in our warehouse stock with the same discrepancy where the serial number on the disk does not match the serial number on the box .

Manufacturer narrative:
Updated fields: b3, b4, e3, g2, g3, g6, h2, h10, h11. Corrected fields: d5, e2, h6(investigation type, remove 3331 & 4111). *the aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 29sep2023.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d1(brand name), d4(version or model #, catalog # & unique identifier (UDI) #), d9, e2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: e1(initial reporter - gerhard eloff & event site postal code - (B)(6). It was reported that cs300 intra-aortic balloon pump (iabp) had labeling related issue. There was no patient involvement and no harm reported. Cs300 safety disks (p/n 0997-00-0985-01) were received into warehouse as new stock from getinge. Some of the stock were issued to technician. When the three boxes containing the issued safety disks were opened by the technician, it was observed that the serial number on the safety disks did not match the serial numbers on the boxes. Upon investigation we also found another unit still in our warehouse stock with the same discrepancy where the serial number on the disk does not match the serial number on the box. Getinge field service engineer (fse) corrected the records on our erp to reflect the correct serial numbers of the disks for traceability purposes.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields: b4, ,d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation), h11. Corrected fields: d9, e1 (initial reporter, event site email), e2, e3, e4.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11. Corrected field - h6 (type of investigation).